Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during in-house testing and the device operated per specifications. As a precaution, the device internal battery was replaced. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while using its internal battery. The device was not connected to a patient at the time of the event.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the reported battery charging issue and the total power failure event. The charging issue was rectified after a device reboot. Based on all available evidence and complaint investigations of a similar nature, it was determined that the reported charging issue and the total power failure event were due to a software issue. During evaluation, the device the device also failed to complete its internal self-test. The device was recalibrated to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while using its internal battery. The device was not connected to a patient at the time of the event.